Event description:
Covidien received information that the pt was removed from the 840 ventilator due to a malfunction. Covidien customer support engineer (cse) inspected the device and replaced the o2 sensor. The ventilator passed all testing.